Manufacturer narrative:
Product ID 977a260, serial# (B)(4); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
The reporter had a close personal friend with a pain stimulator in her back for back pain. The reporter stated that the exterior charger was not designed to be patient friendly due to the fact that it did not rest against the stimulator properly; it actually pushed away from the lower back making a connection almost impossible. The reporter questioned if there was a way to design them to be more flexible so it would actually rest more against the back on the sensor location making the connection 100 percent and not such a fight for the patient. The reporter stated that at one appointment the doctor noticed that the recharger did not sit against the device when the patient wore the belt. The belt pulled the recharger away from the device so the patient was not getting a good charge. The reporter stated that the patient was getting good therapy as far as they knew and the patient did not have any other concerns with their device or therapy. Later, the healthcare professional (hcp) reported that the patient was seen on 2015 (B)(6) and it was a ¿site¿ issue. They were going to do a revision of the stimulator generator to move the generator to allow the generator to lie flatter with the body. There were issues with where the stimulator was located. It did work better with a belt but it was due to patient anatomy. There was a gap and the patient had some rolls where it was placed so the recharger did not lay flat on her tummy.